Event description:
It was reported that the md inserted the sheath. While connecting the fiberoptix sensor (fos) and the cal key to the pump (B) (4), the fos sensor slipped back into the blue plug. As a result, the md inserted a datascope intra-aortic balloon (iab).

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab and super arrow-flex (saf) sheath were returned for evaluation. Blood was noted on exterior and interior surfaces of iab; iab appears to have been used. Fos connector was visually examined, center post was not recessed and tabs were intact. Fos center post was properly seated in the connector housing. This finding contradicts what was reported in details of event. Fos was light level tested and failed indicating fiber was broken. Cal key was tested separately with a good sensor and passed. Fos was connected to iab pump (iabp) and clicked into place 5 times; center post did not recess. However, the sensor was not recognized by iabp. Fos status was checked and it displayed ll (low light). Cal key was connected and recognized by iabp. Iab was cleaned and central lumen was noted to be broken. The location of the break is consistent with excessive bending of the iab during insertion into the patient/sheath. The amount of blood inside the bladder as received was consistent with the tip of iab being located inside patient when the central lumen was partially or completely broken. An in-house .025" spring wire guide (swg) was fed through the female luer end with no resistance encountered, but the swg exited the broken central lumen. Initial evaluation description: a leak test was performed by blocking off the distal tip of iab and female luer end of bifurcate. Iab was submerged and pressurized in water; leaks were observed from the bladder. The bladder was examined under magnification. There were tiny slits located approximately 9mm, 1cm, and 6.2cm from the distal tip of the iab. They were all less than 1mm in length. The slits were in the circumferential direction of iab. The slit 6.2cm from the distal tip is consistent with one of the broken ends of the central lumen puncturing the bladder. The slits at 9mm and 1cm from the distal tip wire consistent with contact by a sharp instrument. The bladder was cut down to examine fos fiber. Fos fiber was confirmed to be broken. When fos is not available, iab is still able to be used since an arterial pressure (ap) signal is available through the central lumen. A transducer can be connected to the central lumen and ap and timing can be monitored. The effect of not having an ap fos signal is that the enhanced wave inflation timing algorithm is not available in autopilot mode. The reported complaint of "fos sensor slipped back into the blue plug" is not confirmed. The sensor was returned properly positioned within the housing and fos connector was able to be connected to an iabp without difficulty, indicating that it had not been previously recessed in the housing. However, the fos fiber was found to be broken which would render the fos inoperable. It cannot be determined if the fos fiber was broken before use, during use or after removal.